Manufacturer narrative:
Unit received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's grandmother reported via phone call that they experienced high blood glucose level and insulin pump had blank display. The customer's blood glucose level was 326 mg/dl at the time of the incident. The customer's current blood glucose level was 381 mg/dl. The customer¿s high blood glucose level was 435 mg/dl, 157 mg/dl and 236 mg/dl. The customer was treated by the insulin pump and manual injections. The customer was assisted with the troubleshooting for high blood glucose level and blank display. The insulin pump will be and reservoir will not be returned for the analysis.